Manufacturer narrative:
Explant date is approximate based on information received indicating (B)(6) 2019.

Event description:
It was reported that the patient experienced infection issues with a previous unknown penile prosthesis. The device was removed in (B)(6) 2019. A new ambicor penile prosthesis (app) was then implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.